Event description:
The pt said she fell yesterday, but she is ok. The pt said that when she tried to inject her medication, some of the medication leaked out of the needle and she also noticed it was bent. This resulted in her missing dose for the day due to the uncertainty of how much medication may or may have not been injected.